Manufacturer narrative:
(B)(4): the customer reported the external paddles unit failed to deliver shock. A philips representative evaluated the device and isolated the issue to the external paddles. The customer was provided with a price quote for a new paddle set.

Event description:
The customer reported the external paddles unit failed to deliver shock.